Manufacturer narrative:
MDR was generated due to investigation findings: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a 22gx1.00 insyte autoguard device from lot #3340245. Inspection of the returned photo shows 4 rows of 5 units each. Splice tape was observed on each group of 5 unit packages. On one photo, photo p2, the top web is shown, and package integrity breach caused by the splice tape was observed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. The tape is used when a new roll of webbing is being installed. Splicing helps align and put the new webbing into the machine. Tape is put on the roll to signal the system to not fill the pockets at the spliced location. It is the operator¿s job to follow the splice through the machine to insure it travels through the machine as desired. The presence of the splice tape lead to a package integrity breach. 100% vision system inspections are used to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc global package seal integrity issue. The following information was provided by the initial reporter, translated from french to english: anomaly described: "the weld is black, more complicated to open and does not look like the usual welds". Date and place of occurrence: (B)(6)2024, radiopharmacy clinical consequence(s): none

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs and samples submitted for evaluation. Bd received three photographs which displayed a 22gx1.00 insyte autoguard device from lot #3340245. Inspection of the returned photo shows 4 rows of 5 units each. Splice tape was observed on each group of 5 unit packages. On one photo, photo p2, the top web is shown, and package integrity breach caused by the splice tape was observed. The physical samples display similarities to that seen in the photographs. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. The tape is used when a new roll of webbing is being installed. Splicing helps align and put the new webbing into the machine. Tape is put on the roll to signal the system to not fill the pockets at the spliced location. It is the operator¿s job to follow the splice through the machine to insure it travels through the machine as desired. The presence of the splice tape lead to a package integrity breach. 100% vision system inspections are used to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.